Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited far r wave oversensing resulting in inappropriate automatic mode switch episodes. No intervention was performed. The condition of the patient is unknown.

Manufacturer narrative:
The reported event of output anomalies (far r oversensing and mode switch) was not confirmed. The device was received with normal output and telemetry communication. Analysis performed including sensitivity threshold, cross talk test, and output verification did not identify any functional issues. Longevity assessment found the device was operating at elective-replacement voltage (eri), consistent with normal projected longevity.

Event description:
Additional information received notes that the pacemaker was explanted. The condition of the patient is unknown.